Event description:
It was reported that the lead had migrated and confirmed via x-ray. Ipg was inoperable and as such surgical intervention was undertaken wherein the lead and ipg were replaced, and therapy was restored.

Manufacturer narrative:
B3-date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.